Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. There was a revision in which the implants were removed in a revision; therefore the complaint is considered confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the patient experiencing trauma from an accident. There was no evidence to indicate that there was an alleged malfunction of the implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00823-1 & 0001032347-2018-00824-1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event and explant date: it is reported the revision is scheduled for (B)(6) 2018, however this has not been confirmed at this time. Concomitant medical devices: biomet microfixation 1.5 mm system 2 hole long straight plate, catalog #: 01-7347, lot #: 088620; biomet microfixation 1.5 mm system high torque (ht), sd, x-dr, screw 1.5 mm x 4 mm, catalog #: 91-6104, lot #: 672380. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00823 and 0001032347-2018-00824.

Event description:
It was reported the patient was involved in an accident/ "wreck" that caused the cranioplasty implant to break. A revision is planned to remove and replace the existing implant . No additional patient consequences were reported.